Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the implantable neurostimulator had gone into discharge and they could no longer charge or keep a charge so the implantable neurostimulator was replaced on (B)(6) 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from the healthcare professional (hcp). They provided the patient¿s weight at the time of the event. The event was first reported to them in (B)(6) 2019. There were no contributing factors that may have caused the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found the ins was at end of service (eos) due to three overdischarges. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. If information is provided in the future, a supplemental report will be issued.